Event description:
Device 3 of 3. Reference MFR. Report: 1627487-2018-12376. Reference MFR. Report: 1627487-2018-12377. It was reported the patient experienced a change in therapy, and diagnostics revealed high impedances on one lead. To address the issue, the physician revised the scs system on (B)(6) 2018 by reconnecting the original leads to the original ipg. Impedances were then normal, and effective therapy was achieved. Note: both of the patient's leads are being reported because it is unknown which lead is liable.